Event description:
It was reported that this device went into back up mode when physician used plasma blade during explant to upgrade to new device. This patient was not pacemaker dependent but loss of pacing was noted, and back up mode settings with unipolar polarity.

Manufacturer narrative:
The pacemaker was implanted for 109 months and was explanted in (B)(6) 2018. Upon receipt, the pacemaker was subjected to an electrical analysis. The pacemaker was not interrogatable. However, an antibradycardia therapy was present in unipolar lead configuration. Therefore, the pacemaker was opened for further analysis. The visual inspection of the inner assembly showed no anomalies and the battery was found to be depleted but not defective. The electronic module was attached to an external power supply. Subsequently an interrogation of the device was properly feasible and the antibradycardia therapy functions proved to be within specification. There was no indication of a device malfunction. The memory content of the device was not restorable due to the battery depletion. Therefore, the parameters programmed while implanted and in service, and the root cause for the clinical observation during the explantation procedure were not determinable. However, it cannot be excluded that as mentioned in the complaint description external influences such as the use of the plasma blade has caused the clinical observation. The quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the root cause for the clinical observation was not determinable as a result of the battery depletion. However, the electronic module proved to be fully functional with an external power supply. The battery condition was found to be normal and as expected after a service time of more than 109 months.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.